Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative notes. The notes stated the patient experienced a small fracture of the posterior greater trochanter during the range of motion of the trial components. The fractured portion was removed. No further complications were noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial hip procedure, a femoral fracture occurred while trialing components. Attempts have been made and additional information on the reported event is unavailable at this time.